Manufacturer narrative:
A sample or photo was not available for evaluation; therefore, the investigation was limited. DHR review for mfg date of this lot is jul 2016, qty is (B)(4). No abnormality found in manufacturing and qa inspection. Bd was unable to confirm the customers indicated failure mode because no samples or photos were received to confirm the stated defect. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a bd" prn adapter leaked during use. No injury or medical intervention.